Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they are experiencing exaggerated movement in the left arm since approximately 2 weeks ago. The patient though they were being overstimulated. The healthcare provider (hcp) told the patient to call and try to readjust the levels down by 0.5. The patient stated the right side of the body is controlled by sinemet oral medication. They are able to connect, decrease stimulation from 2.6 down to 2.1, and the patient noticed a decrease in the exaggerated movement. It was suggested the patient connect with the hcp to update them on the program status and decrease of symptom.